Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited undefined high pacing impedance and undefined high thresholds. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for high bipolar lead impedance and high thresholds on the right ventricular (rv) lead. There was high and undefined pacing impedance on the rv lead and sudden high threshold. Programming changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.